Event description:
Additional information received reported that ever since the patient got the device they had been like a fish set out to sea and nobody ever wanted to see them back. It was noted that if the patient said anything wrong their health care provider (hcp) scolded them. It was reported that the first time the manufacturer representative wasn¿t available and the second time, they weren¿t available and the patient didn¿t have anybody. The patient didn¿t even know if their device was working. It was noted that they wanted to take the patient¿s colon out next, so it didn¿t matter anyway. It was reported that the patient had only had 6 bowel movements since (B)(6) and that their bowel was completely shut down.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient was unable to connect with their stimulator to see if it was on or off. They were unable to adjust stimulation. The patient saw the poor communication screen both with and without the antenna attached. Changing the programmer¿s batteries did not resolve the issue. The patient experienced bowel incontinence. Their bowels, buttocks, and stomach area back to their kidneys hurt. The patient had an infection following a hysterectomy and bladder prolapse. The patient also experienced a broken wrist, brain aneurysm, bowel obstruction, and urinary problems. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va0buzm, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was on the way to the ER to see their health care provider (hcp) and it was a 2 hour drive. The patient had not had a bowel movement in 6 days even after taking medications including 3 miralax last night and 2 of some other medication. It was reported that the patient called their hcp and was directed to go to the ER. The patient believed they were obstructed. It was noted that the patient was on their own if the device malfunctioned.